Manufacturer narrative:
(B)(4). Lot # was request, but not provided therefore; the device manufacturer date is unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a bi-ventricular assist device (bivad) on (B)(6) 2017. It was reported that the lvad and rvad electrical leads broke, and that the patient became symptomatic in the default fixed mode. Additional information was requested, but not provided.

Manufacturer narrative:
As the sterile lvad electric lead was not returned for evaluation, the specific cause of the incident was unable to conclusively be determined. No additional information was communicated, and no further issues were reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.